Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type lead product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-10-03 from the patient via a manufacturer representative (rep) reporting that patient is requesting a visit to fine tune the device. She reported having a great day where the device provides pain relief, than other days where the pain is uncontrollable. She is wanting an overall better improvement in pain relief. Unknown what may have led or contributed to the issue. Patient continues to have expectations that device will take away all pain, although the entire time and health care professional (hcp) have reiterated device does not take away all pain. Rep plans to meet and reprogram device on (B)(6) 2018. The issue has not been resolved at this time. No surgical intervention occurred or planned. Patient is alive with no injury. On 2018-oct-08, additional information as received from the patient via a manufacturer representative (rep) reporting that the patient wants more consistent pain relief and requested a reprogramming of their device. During the session, they stated that the controller sometimes turns off. The impedances were run. In september, it was found that two contacts were red and two were orange. When the impedances were run on 2018-10-08, only contact 0 was red with the same two contacts being orange (on contact resolved from being red to green). Factors that may have led or contributed to the issue was unknown. The patient¿s pain pattern does not appear to be consistent day to day. The patient was reprogrammed on 2018-(B)(6) and they were instructed to document dates on when the controller turns off. It was reported that the issue was resolved at the time of the report. No surgical intervention occurred or was planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that on (B)(6) 2018 the patient woke up and found the device was turned off, but she claimed she never turned it off. The patient also needed reprogramming. The patient reported several nights with no pain and several days with minimal pain, but the patient insisted the groups needed to be adjusted. The programming was switched from hd to conventional. Reprogramming captured pain coverage. Impedances were checked and contacts 0 and 3 were red and 11 and 12 were orange. There were no known factors that led to the issue and the rep said the battery could have been off due to the patient not charging all the way. The patient is going to document next time if the battery turns off. The issue was reported to be resolved. No further complications were reported.